Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). The e-100 was analyzed, but the reported failure could not be replicated. This unit was installed into the test system, and it worked fine with the vessel sealer extend (vse) instrument installed. The vse was used with a saline dipped gauze in the jaws and fired yellow pedal/sync activations cut/seal about 100 times and the e-100 worked fine without any issue. It was power cycled 10 times without any error or issue. The issue could not be replicated. The complaint was not confirmed by failure analysis.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the e-100 to resolve the reported issue. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to the customer requesting to have the e-100 returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The complaint regarding a red light on the e-100 was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the e-100 generator showed a red light. The caller did restart it and then performed a hard restart of the e-100 generator with no change. The site was using the erbe generator for the vessel sealer instrument. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was first identified during procedure. The procedure was completed robotically without the e-100 with no harm to the patient. The customer used the vessel sealer extend with the erbe.